Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. H3, h6: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: mirghaderi p, pahlevan-fallahy mt, rezaee h, moharrami a, ravanbod h, pourgharib-shahi mh, mortazavi smj. Dislocation incidence and risk factors following direct anterior primary total hip arthroplasty: a consecutive, single-surgeon cohort. Bmc musculoskelet disord. 2025 may 5;26(1):442. Doi: 10.1186/s12891-025-08683-z. Pmid: 40325382; pmcid: pmc12051311. Objective/methods/study data: this single-center single-surgeon retrospective cohort study aimed to investigate the incidence and possible risk factors of prosthesis dislocation in a single-center single-surgeon consecutive series of patients, after primary tha, using the da approach. Between 2013 and 2020, a total of 1204 cases of hip arthroplasties were included in the study. These patients were divided into two groups. Dislocation group consist of 31 patients (11 male and 20 female) with a mean age of 46.1 ± 13.8 while the non-dislocation group consist of 1173 patients (579 male and 594 female) with a mean age of 45.1 ± 15.1. Amongst these patients 368 patients were treated with corail (depuy synthesis, indiana, USA) and 355 patients were treated with pinnacle (depuy synthesis, indiana, USA). These patients were followed-up for a minimum of 5-years. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: depuy synthes corail and pinnacle. Adverse event(s) and provided interventions possibly associated with unk hip femoral construct corail (qty 7). 7 patients reported cases of dislocation. Revision surgery was done in most cases. A case only the cup was replaced and liner was replaced with a constrained liner. Also, dislocation most happened before the patient was discharged. The indication of for tha in cases of dislocation was ddh; it was hip fracture, avns, arthrodesis, hemophilia and primary oa. Adverse event(s) and provided interventions possibly associated with unk hip acetabular construct pinnacle (qty 9). 9 patients reported cases of dislocation. Revision surgery was done in most cases. A case only the cup was replaced and liner was replaced with a constrained liner. Also, dislocation most happened before the patient was discharged. The indication of for tha in cases of dislocation was ddh; it was hip fracture, avns, arthrodesis, hemophilia and primary oa.